Event description:
The manufacturers' representative (rep) reported that the implantable neurostimulator (ins) was replaced due to a suspected pocket issue. It occurred in (B)(6) 2016. The rep was unsure if the replacement in (B)(6) 2016 was due to ins feeling loose in the pocket. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.